Event description:
During evaluation of a used transfer set that was sent to the baxter facility in reference to a reported issue of finding a 'holding trace' on the tubing, a leak was noted from a cut/hole approximately 1 3/8 from the sleeve in closed position. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. One used set was received with cap on spike connector and no cap on patient connector in reference to damaged. A batch review was not possible since the lot number was unknown. The set was functionally hand tightened to a lab titanium adapter without difficulty. The set was tested underwater at 8 psi with leak noted from cut/hole approximately 1 3/8 from sleeve in closed position. During visual inspection, the pinhole was approximately the size of a needle. The complaint was confirmed in the lab for damaged. Exact root cause could not be confirmed for the cut/slice/hole in the tubing.